Event description:
It was reported that the patient contacted the boston scientific patient website and stated his inflatable penile prosthesis (ipp) pump does not work. The patient added that the instructions were followed and squeezing the pump bulb delivered no reaction. The patient later added that everything is stuck, and the poppet valve will not work with his device. He has tried multiple times per day, but the device remains locked even after applying a lot of force. Although the patient has been successful a couple times inflating his device, only once did he feel fluid with air go into the system. Also, sometimes the device will not release all the way, and he has had to sleep with an erection until morning when it would finally release. His device is currently jammed, and because of these issues, he has experienced depression. No surgery has occurred. No other information was provided.